Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months and fourteen days after the implant of this transcatheter bioprosthetic valve, echocardiogram indicated severe central aortic regurgitation and likely a failed leaflet. Per the physician, the cause of the failed leaflet was unknown. Subsequently, four months and eleven days after implant, another manufacturer's valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The echocardiogram images received only show that there is severe central regurgitation. There was virtually no regurgitation on the initial echocardiogram and then a significant amount of central regurgitation post implant. However, it is unclear as to what is the exact cause of this regurgitation. It appears that there may be a flailing leaflet, and per the physician who reviewed the images, the appropriate treatment is to do a valve in valve, as occurred in this event. Medtronic is unable to conclusively determine the exact cause for this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.